Event description:
It was reported that after the aa4204vl silicone single piece lens was loaded, the tech was priming it through the injector, which broke and tore the lens. There was no patient contact. Customer stated the incident was due to a the broken injector.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). Conclusion: based on the complaint history, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received in two pieces and a part of the haptic was torn off and missing. The plunger of the injector was broken and there was a clear surgical residue on the device. (B)(4).